Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) was conducted. The DHR review did not identify any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. Possible causes include the user impacting the lid with a hard object or excessive force being used when opening or closing the lid. The following statements in the IFU may help the user detect the reported cracked lid: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. -the lid is not cracked, broken, or otherwise damaged." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
A lid to the endoscope reprocessor has been ordered and will be replaced by the facility's olympus trained biomedical engineer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the endoscope reprocessor has a cracked lid in the back right hand corner. The customer reported a screw is missing on the plastic piece of the lid and is the possible cause of the crack. The problem was first noticed during preventative maintenance on (B)(6) 2021. The customer further reported the endoscope reprocessor is still in use with the cracked lid. The customer confirmed no patient infections due to this event. The customer also reported there was no leaking associated with this event, the device is inspected before use, the minimum effective concentration is checked between washes, no sensors went off, and the last in-service was two years ago.